Event description:
On november 17, 2009, the facility representative reported to baxter global technical services that on (B) (6) 2009 one refurbed colleague cx triple volumetric infusion pump in which the device shut down, mid-infusion, on a female patient. This problem was identified during patient use. The device was swapped out for another, and infusion was continued with no further incident. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently unknown.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)